Manufacturer narrative:
Other relevant device(s) are: product ID: 9735795r, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. An update was received that the monitor was not replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the camera monitor was coming apart. It was causing the touchscreen to intermittently work. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the suspected cause of the reported issue was improper crating.

Manufacturer narrative:
Additional information: it was reported that the lot number for product ID: 9735795r is 19281750. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: product ID: 9735795r updated to 9735795. Lot number is 0009850810. If information is provided in the future, a supplemental report will be issued.